Event description:
It was reported that a patient had a lead fracture on one side and the reporter was "99%" sure that the patient was going to have the lead replaced on the day of the report. It was stated that the patient had high impedances and a loss of stimulation on one side. It was noted that the unaffected side was "working really well for the patient". It was unknown when the issue began for the patient.

Event description:
Additional information received reported that the peripheral nerve stimulation anchors allowed for migration. It was noted that the event was attributed to the lead and the anchor. It was noted that there were no abnormal impedance measurements. It was noted that the anchor slipped on the lead and lead to migration. It was noted that there was a break, dislodgement, and migration. It was noted that there was a revision and replacement. It was noted that the lead migrated and there was a broken sheath exposed wires. It was noted that non-functioning was a sign and symptoms associated with the event. It was noted that the patient did not require hospitalization due to the event. It was noted that the health care professional (hcp) stated that the manufacturer did not have an anchor or lead designed for peripheral nerve placement. It was noted that it needed a hook on the end like a pacemaker wire and needed an anchor that held that.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3888-33 lot# v714493, implanted: 2011 (B)(6); product type lead product ID 3888-56 lot# v706699, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that both of the patient¿s peripheral leads in the lumbar spine were replaced on 2013-(B)(6). It was noted that the reporter was unsure of the cause of the fracture. It was noted that the patient was doing well post revision.

Manufacturer narrative:
(B)(4).